Manufacturer narrative:
The device has not been returned for analysis as of this date.

Event description:
It was reported that during a coronary stenting procedure, balloon removed difficulties were encountered, the lesion being treated was a tortuous, calcified and 85-90% stenotic lesion located in the lad. The physician pre dilated and successfully delivered and deployed the liberte bare (mr) stent to the target lesion, but experienced difficulty removing the delivery system. The delivery balloon was re-inflated two times and removed without incident. No patient injuries or complications were reported.